Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implanted to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Eval, method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a coronary angiography procedure. Injector settings: 3 ml/sec for a total of 6 ml at 600 psi. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.